Event description:
Bag of fluids (500cc ivp) with 500 mg aminophyltine was set to run at 7cc/hr, as ordered. Within one hour, bag had run out and blood was backing up into IV tubing. Volume on pump was set at 14cc and pump was in pediatric mode. Infusion was stopped. Plain intravenous fluid at keep vein open started. Charcoal po was given. No toxicity symptoms.